Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was unresponsive and pump was not delivering insulin. Customer charged pump battery, however, there was no reaction (no flash, vibration, or sound) from the pump. After 2 hours, pump unexpectedly reset. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected reset was verified. The alleged insulin delivery and unresponsive touchscreen were not verified.